Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info regarding multiple cartridge alarms with multiple cartridges during the load process. Reportedly, the customer was on a saline trial; therefore, blood glucose level was not impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.